Manufacturer narrative:
(B)(4). A partial lead was returned in two segments for analysis. Externalized conductors due to internal insulation abrasion were noted at 26.9-29.0cm from the distal tip. Internal insulation abrasion was noted at 27.0-28.6cm from the distal tip. The etfe coating was intact at these locations.

Event description:
It was reported that externalized conductors were revealed. The lead was explanted and replaced. The patient is doing fine post-procedure.